Manufacturer narrative:
Based on the current information provided, the cause of the intraprocedural bleeding cannot be determined. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed excessive bleeding requiring intervention. The target nodule was about 1.4 centimeters in size and it was located in the left lower lobe, posterior segment. A blood vessel was running through the middle of the nodule. Instruments used during the biopsy under c-arm fluoroscopy included a 21g flexision biopsy needle and compatible forceps. During the procedure the physician had to selective intubate the healthy lung (right lung) and wait for the bleeding to stop; once the bleeding stopped, the physician went back to the source of bleeding and injected epinephrine to the area which stopped the bleeding. The estimated blood loss was about 500 milliliters but the patient did not require a blood transfusion or any other further intervention. The procedure was completed as planned and staging using linear ultrasound bronchoscopy (ebus) was also performed. The patients underlying comorbid condition of severe chronic obstructive pulmonary disease with emphysema was contributory to the event. The physician reported that the bleeding was not ion related but rather attributed to the use of third-party forceps. The bleeding was not an anticipated complication of the procedure, but it would have likely occurred via another modality. There was no device malfunction associated with the event.